Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the button error alarm occurred during priming. Blood glucose level was 97 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. No unexpected frozen display anomaly noted. All operating currents are within specification. Insulin pump passed self test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.